Event description:
It was reported that: between cases, a user was performing a pre-use checkout of the machine and reported a problem with the apl valve. The anesthesia technican entered the room and noted that the apl valve had come apart. The machine was removed from use. No pt involvement.